Manufacturer narrative:
Insulin pump passed displacement test and self test. Insulin pump was tested with no audio/beep/vibrate anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had audio/vibrate anomaly. Blood glucose was unknown at time of incident. Troubleshooting was completed. Customer was advised a replacement will be sent. Device is not expected to be returned for analysis.